Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the needle broke in half while in use during a procedure. The needle fragment did fall into the patient cavity. An x-ray was performed and confirmed the fragment was left in the patient. The patient is currently recovering.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one retainer box of the device, opened by the account in an undamaged condition . The needle was not received. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the retainer box noted no visual abnormalities. Visual testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Since the needle was not returned, the file will be closed as a not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.